Event description:
Respiratory therapist (rt) arrived at bedside to see ventilator was alarming circuit disconnect. It quickly alarmed circuit occlusion and then ext high pressure. The patient bradied to 103 and desated to 66%. The patient was neopuffed with quick recovery with a heart rate in the 140s and sats at 100%. The ventilator was removed from the patients bedside and replaced with a new ventilator.manufacturer's response:carefusion came in again to replace several components since this is the third time the vent has displayed this alarm. It was upgraded in an alert, a year ago. The company came in september to check the unit out, when it failed with this alarm. At that time, they couldn't duplicate the problem. They did change some components that could have caused the problem.on this occurrence, carefusion changed the main gas delivery component and recalibrated machine.our biomed ran the unit for 6 days, continuously, without any failures . The unit was returned to the department this morning.